Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse was informed that the printer started working after being cleaned with compressed air. Fse verified the printer was operational by printing a chromatogram. The printer was operating as expected. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 23-oct-2017 through aware date (B)(4) 2018. There were no similar complaints found during this time. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting states the following: 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages. With these errors, the assay stops and the analyzer immediately enters stand-by state. 401 printer off line. The printer paper holding lever is lifted up. Set the lever correctly. The most probable cause of the reported event could not be determined. The printer began working after cleaning it compressed air.

Event description:
A customer reported getting a 401 printer off line error message after changing the paper on the g8 instrument. The customer tried to reinstall the paper and moved release lever to the correct position and powered the instrument off and on. The problem persisted. The customer stopped using the instrument for the day. A field service engineer (fse) was dispatched to address the reported event, which could have resulted in delay of results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.